Event description:
It was reported that when the device was used during a laparoscopic bowel resection procedure, it appeared to have fired successfully. However, the staple line fell apart when inserting a circular stapler. The device was reloaded, and the samething occurred. It appeared that the staple line was complete but the staples were malformed. Consequently, the case was converted to open and required an additional hour to complete the procedure. There were no other reported pt consequences.